Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unexpected power error alarms noted while monitoring and power error was triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector for connector board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 2 days with the insulin pump was functioning properly during testing as shown in the power management graph. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had power error alarm. Customer's blood glucose value was unknown at the time of the incident. Troubleshooting was done. The insulin pump was returned for analysis.